Event description:
The catheter was detached from the valve and dropped into stomach 7 days after placement.

Event description:
The catheter was detached from the valve and dropped into stomach 7 days after placement.